Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.

Event description:
The customer reported that during a lung ablation, the surgeon had already placed one antenna in the lesion and when attempting to place the second antenna, it broke at the feed point. (MFR report # 1717344-2011-00259). The surgeon did make a skin nick prior to inserting. They were using three antennas altogether so the surgeon placed another one without issue. The surgeon then used an vt2237 and inserted the antenna without issues. They ablated for 10 minutes and then pulled the antennas back slightly and did a second 8 minute ablation. When the surgeon pulled the vt2237 out, it was bent/broken at the feed point. The ablation was completed successfully. There was no pt injury.